Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to a sensor failure, pt noticed that sensor wire was shorter than expected. Pt reports not feeling any discomfort nor seeing any sensor protruding from skin. At the time of his call to dexcom technical support, pt reports no issues at all at the insertion site.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility insp that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.